Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that rust occurred on the axis of the coupler due to that water entered from trunking of the cable and damaged part of the switch. The event can be detected/prevented by following the instructions for use which state: never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed.  It was noted that the coupler was broken and the scope could not be fixed. It was also noted that the cable had a cut which caused water leakage. Leakage was seen from remote switches and the pins of the video connector were corroded. The head packing was found to be dirty and multiple dots were seen on the image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the hd autoclavable camera head coupler detached from the spring mechanism. The issue was found during preparation for use. The procedure was an ureteral stenting and it was completed with a similar device. Upon inspection and testing of the returned device, it was noted that rust was found on the coupler. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.